Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another device during the same surgery.